Event description:
It was reported that the rv replacement lead had difficulty passing stylets and was attempted but not used. A second replacement rv lead was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 implantable tachy lead implanted: 2006-(B)(6), 5079 implantable pacing lead implanted 2006-(B)(6). (B)(4)